Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed with error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) remoted into the device and found no failed storage space. The fse communicated with the customer, who ejected the faulty cubie pocket; following removal of the defective cubie, the issue was confirmed to be resolved. The system functioned as intended after the customer resolved the issue.